Event description:
Noise was observed during an routine follow-up visit. Egms showed inappropriate shocks. A problem with the pace/sense connection of the right ventricular lead was noted. The rv lead pace/sense portion was capped and replaced. Defib remains active.